Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer also reported that the escape and act buttons were unresponsive. Customer stated that she was wearing the device while working outside in heat and humidity. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.